Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that his one touch ultra 2 meter read inaccurately high compared to his feelings and or normal results and to another device. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2013. The patient reported on (B)(6) 2013, at 4:00 p. M., he developed symptoms of ¿shaking, sweating, and became unconscious¿. His wife found him and tested his blood glucose and obtained a result of ¿77 mg/dl¿ with the subject meter. His wife ¿didn¿t think the result was correct¿, so she retested him on another device (accucheck compact) and obtained a result of ¿30 mg/dl¿. Based on statistical methodology the calculated difference between these glucose results exceeds the expected value of less than or equal to 30%. The patient¿s wife immediately gave him a ¿glucagon injection¿ and called emergency medical services (ems). When ems arrived, they tested the patient and obtained a blood glucose result of ¿32 mg/dl¿ with the ems meter. The patient stated ¿he became conscious¿ when ems was there, and was given orange juice and food as treatment. The patient stated, about ¿1 to 1 ½ hours¿ afterwards, he retested his blood glucose on another device (accucheck compact) and obtained a result of ¿425 mg/dl¿. The patient manages his diabetes with an insulin pump. During the follow-up call, the patient informed the mss, that the last time he tested his blood glucose, prior to the onset of the symptoms, was earlier that day. The patient stated he obtained a blood glucose result of ¿243 mg/dl¿ with the subject meter and stated it was ¿above his normal range¿. The patient stated he took ¿10-12 units¿ of insulin in response to the result obtained at the time and developed the symptoms about 4 hours afterwards. During troubleshooting, the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution at the time to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (02/06/2014) the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.